Manufacturer narrative:
The customer¿s report of overflow was confirmed. On (B)(6) 2015 at 6:45pm the device was programmed to infuse at the rate of 75ml/hr with a vtbi of 1000ml. The module was channeled off at 8:20pm, and then restarted at 8:40pm with a calculated remaining vtbi of 844.029ml. At 8:40pm, a secondary infusion was started at the programmed rate of 100ml/hr, and then the infusion was changed back to the primary program at the rate of 75ml/hr approximately 7 minutes later. The infusion continued until an air-in-line alarm occurred at 10:31pm, followed by the user channeling off the device. Functional testing was performed. Periodic unregulated flow was observed and found to be caused by a stuck upper occluder. Through inspection it was discovered that contamination due to fluid ingress caused the upper occluder to become physically stuck in the retracted state in its channel in the bezel assembly. The root cause of the reported overinfusion was fluid ingress resulting in a stuck upper occluder.

Manufacturer narrative:
Additional information received from maude report.the device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's maude report from the FDA which states, "after hanging the primary IV solution of IV 0.9% nacl with 20meq kcl at 75muhr, the IV infusion pump infused the entire admixture within 2 hours of being hung.approximately two hours after the IV admixture was hung, the pump began to alarm secondary to the total volume having been infused the nurse identified that they had been in the room twice prior to the alarming of the pump with no apparent discrepancies noted. A second nurse was brought into the room to verify the pump settings and found them to be correct .pump and tubing disconnected and sequestered for both biomedical engineering assessment as well as for vendor review. Lot number of both the pump cpu and the infusion module were obtained. Lot number of tubing not available but tubing retained and sent with pump cpu and module".

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of potassium 20 meq in 1 liter of normal saline that was intended to run at 75ml/hr with vtbi of 707 ml. The pump alarmed indicating the infusion was complete after 2 hours at which time the entire bag had infused. It was reported that a physician ordered no intervention and stated that additional treatment was not required. It is further reported that internal calibration verification at the facility did not pass and it is believed that the suspect "pump module infuses at a much faster rate than what it is set for."